Event description:
It was reported that there was a pinhole in the corner of the bag of a capd disposable disconnect y-set. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of (B)(6) 2023, further described as "sometime last week". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a cut through the drain bag. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak from two cuts in the drain bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.